Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. However, the customer reported that they did troubleshooting and found out that the main control pcb (printed circuit board) needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator experienced low pip (low peak inspiratory pressure), low ve (low minute ventilation), transducer fault. The customer confirmed that there was no patient involvement associated with the reported event.